Event description:
I had essure implanted after my fourth child in early 2013. The surgery went well. I was back to work in no time. I did have my follow up to show that my tubes were blocked in (B)(6) of 2013. However, the after effects since then has not been so great. Weight gain, hair loss, bloating, depression, weakness, heavier periods, I could go on. Do not get this implanted. I opted to have another surgery (thermachoice) to correct the heavy periods because my obgyn was not going to give me a hysterectomy. I work out 5-6 days a week with cardio and weight training. It hurts so badly that I can not work out like I want. I can not lose weight like I want either. This battle has been nerve wrecking and hopefully the FDA will have this device recalled asap. I am now going back to my obgyn to see if she will even listen to me to have this removed from my body. If not, I'll be going to another doctor unfortunately. Im tired of my hair falling out everyday the size of oranges. Please recall this device from the market.